Event description:
It was reported that the customer began vomiting, and was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis and elevated blood glucose levels reaching 500 mg/dl. Customer was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning fro evaluation. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6).